Event description:
The patient presented to the laboratory in typical atrial flutter. This was cavotricuspid isthmus dependent and cavotricuspid isthmus ablation was performed. During the procedure, the ablation catheter would not deflect. There was a suspected device failure. Another catheter was used to complete the procedure. His arrhythmia terminated during ablation. Complete conduction block across the isthmus was achieved. He tolerated the procedure well and there was no injury to the patient.